Event description:
It was reported that during a coronary interventional procedure, a shaft break occurred. The lesion was located in the left anterior descending (lad) artery. Upon removing the quantum maverick 15 mm x 2.5 mm balloon catheter from its protective hoop, the shaft became bent. The physician manually straightened the bend and loaded the catheter onto an unspecified guide. Upon advancing the balloon catheter to the lesion, the shaft broke at the site of the bend. The distal detached portion of the catheter remained on the guide wire and the physician was able to successfully remove the detached portion and guide wire as a unit. The lesion was re-wired with an unspecified guide wire and another of the same balloon catheter was used to complete the procedure. It was noted that there were no patient injuries, complications, blood loss, or significant delay of the procedure. The patient's status is reported as "fine".

Manufacturer narrative:
Visual examination of the returned device noted that the device was returned in 2 pieces. There was blood present in the hub and the distal outer. From the distal edge of the strain relief to the location of where the shaft was broken measured 76 cm. From the location of where the shaft was broken to the distal end of the tip measured 66 cm. The shaft was examined microscopically and there was no exposed braiding material or elongation, indicating that the shaft was most likely kinked before it broke. The manufacturing records for this batch number have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The most probable root cause can be attributed to operational context due to the likelihood that the anatomical/procedural factors limited the performance of the device.